Event description:
Health care professional reports home pt's cat bit a hole in tubing of homechoice set during automated peritoneal dialysis treatment. Health care professional reports home patient had antibiotics in home and gave himself a dose post incident. Her health care professional, no injury resulted from incident.